Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared a signal artifact monitor episode, potentially due to high, out-of-range impedance. Boston scientific technical services (ts) discussed potential causes of the episode. No adverse patient effects were reported. This device remains in service.